Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine threshold test at follow-up this cardiac resynchronization therapy defibrillator (crt-d) did not deliver pacing for approximately 3 seconds resulting in asystole. The patient was reported to be in atrial fibrillation (af) with no underlying ventricular rhythm. The health care professional (hcp) questioned why this might happen noting that the threshold test may not have been ended in time to prevent the observed asystole. The patient did not experience any adverse effects as a result of the asystole. This device remains in service.